Event description:
Patient undergoing CT exam when IV attempt performed on left antecubital vein with 20 g jelco. IV attempt unsuccessful (vein collasped) and upon withdrawing needle and catheter technologist noticed "jagged edge" at tip of catheter. IV site was then examined and technologist questioned presence of foreign body. Patient sent to e.d. Where foreign body was located left antecubital fossa over the antecubital vein. The plastic foreign body was removed. Patient given instruction by e.d. Physician regarding follow-up care and returned to CT for exam. Patient was subsequeently discharged with no further problems. Technologist's description of use of catheter indicated appropriate techniquedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown, none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.